Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating, that during the process of opening the non-invasive ventilator, a sudden malfunction occurred, causing incorrect numerical readings to be displayed. This affected the assessment of the patient¿s condition during use. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Per good faith effort (gfe) response, it was confirmed that the issue reported involved the incorrect display of values due to a flow sensor failure during clinical use. Fortunately, there were no adverse reactions from the patient, and the malfunction occurred before therapy and required a swap. The diagnostic report and diagnostic code were not provided. Troubleshooting revealed that the hospital engaged a third-party vendor to repair the flow sensor, allowing the equipment to be restored to normal functioning without personal injury. After repair, the device passed performance testing and has since been returned to service. Although the device did alarm, the specifics regarding the nature of the alarm are unknown. No components were replaced. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.